Event description:
The customer discovered questionable hemoglobin a1c generation 2 results when samples were repeated due to the laboratory policy to repeat samples with result > 6%. The customer received analyzer alarms and the samples were repeated on another integra 800 analyzer. Of the data provided for 32 patient samples, only the results for 11 patient samples were discrepant. Patient sample 1 initial result was 8.9% and the repeat result was 7.2%. Patient sample 2 initial result was 11.0% and the repeat result was 7.8%. Patient sample 3 initial result was 8.6% and the repeat result was 6.1%. Patient sample 4 initial result was 11.7% and the repeat result was 5.9%. Patient sample 5 initial result was 10.3% and the repeat result was 6.7%. Patient sample 6 initial result was 13.3% and the repeat result was 7.3%. Patient sample 7 initial result was 11.0% and the repeat result was 6.0%. Patient sample 8 initial result was 10.0% and the repeat result was 5.9%. Patient sample 9 initial result was 12.2% and the repeat result was 6.2%. Patient sample 10 initial result was 10.6% and the repeat result was 6.5%. Patient sample 11 initial result was 9.3% and the repeat result was 5.8%. One of the samples out of the provided data with an initial result of 6.2% had a repeat result of 13% from the original analyzer. The customer could not provide information to determine which of the samples this was. The initial results were reported outside the laboratory and the repeat results were believed to be correct. The customer was not aware of any patients being adversely affected. The hemoglobin a1c reagent lot number was 65777501 with an expiration date of 09/30/2013. The field service representative determined there was a defective valve and replaced it. To verify the analyzer operation, the customer ran calibration and qc.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.